Event description:
It was reported that during preparation for a bare metal stenting treatment procedure, stent damage was noticed. The physician found while loading a 3.50x12mm liberte bare stent onto a guidewire that the stent was "smashed up". The device was not used. The procedure was completed with another liberte bare stent. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
.